Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required pericardiocentesis. Patient was on the table and the physician was trying to place the vizigo on the transseptal site but the wire was getting stuck and not going into the svc (superior vena cava). The physician pulled the dilator out of the body and checked by advancing the wire. It was seen that the wire came out of the dilator really kinked. The physician tried a different wire but same result. The physician said that probably the dilator was broken or too bent near the tip. A new vizigo set was opened to grab a new dilator wire pair. Problem solved with this new pair. Case continued successfully. Originally, no harm to the patient was reported. Then, additional information reported that patient was later found to have a pericardial effusion about 2 hours after the catheters were pulled during recovery. The blood pressure was low (approximately 80/40) and a stat echocardiogram was performed and an effusion was shown. The effusion was tapped and blood pressure immediately improved. The patient was kept overnight in the hospital. A follow-up echo the next morning showed that the effusion was completely gone and the patient had fully recovered. The physician's opinion on the cause of the adverse event was that it could have been transseptal related. Twenty-one pfa (pulsed field ablations) were performed, sixteen within the pulmonary veins and five outside the pulmonary veins (2 left carina and 3 right carina). The procedural act (activated clotting time) before and during procedure was over 350. The sheath and the catheters were exchanged once. There was one transseptal puncture site with a brk needle. Vistag was used for force visualization. Prior to noting the tamponade, ablation was performed. There was no evidence of steam pop. The flow setting was 30 ml on pfa applications, 4 ml on mapping.